Manufacturer narrative:
Model number/catalog number: sc-8336-50, serial number: (B)(4), batch/lot number: 21186380, model/catalog description: coveredge 32 surgical lead kit 50 cm. The explanted devices were not returned to bsn. A review of the manufacturing documentation for the ipg and lead revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization documentation for the device(s) was found to be satisfactory.

Event description:
A report was received that the patient developed an infection at the ipg and lead sites. Symptoms of redness and drainage were noted. It was unknown if infection was device or procedure related and what caused it. It was also unknown if culture was taken. Antibiotics were prescribed. The patient underwent an explant procedure.